Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿clearlink system¿ insert, which is included with every clearlink device. The insert provides step-by-step instructions for properly opening the on-off clamp (roller clamp) to ¿control flow with regulating clamp¿ at the start of and during infusions. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink secondary set would not flow. During a piggyback infusion of an unknown antibiotic, the staff would forget to open the roller clamp. The medication would be delayed or missed; however, there was no patient injury or medical intervention associated with this event. No additional information is available.